Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 26mm sapien 3 ultra valve, implanted in the aortic position in transfemoral approach. The patient was diagnosed two years and forty-three days after the procedure, with aortic stenosis. The patient underwent a valve in valve procedure with a sapien 3 ultra. The patient was noted as to be in stable condition and was discharged home. As per medical opinion the root cause of the event was degeneration of the valve.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and image evaluation. Updated b5 and h6. Image evaluation: the provided echocardiography demonstrates thickened and restricted leaflet motion of the sapien 3 ultra. No doppler tracings were provided, and therefore it is not possible to comment upon hemodynamics (mean gradient, eoa). The CT was interpreted as being unable to determine the root cause of the degeneration and it was not possible to assess leaflet motion on CT due to full series (0%- 100%) not being available. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 26mm sapien 3 ultra valve in aortic position in transfemoral approach. The patient was diagnosed two years and forty-three days after the procedure, with aortic stenosis. The patient underwent a valve in valve of a 26mm sapien 3 ultra. The symptoms were shortness of breath and dizziness. The patient noted as to be in stable condition and discharged at home. As per medical opinion the root cause of the event was degeneration of the valve.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve degeneration was confirmed empirically from imagery provided. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the patient was diagnosed two years and forty-three days after the procedure, with aortic stenosis and received a valve in valve of a 26mm sapien 3 ultra''. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, due to limited information provided, a potential root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.